Event description:
It was reported that the red button was sticking, pulling pneumo, potentially effecting patient safety. Therefore, there was loss of insufflation. The delay for the case was longer than 10 minutes.

Manufacturer narrative:
It was confirmed the device is not available for evaluation in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: red button sticking. Probable root cause: severe shipping conditions; material/design error; damaged equipment; user error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the red button was sticking, pulling pneumo, potentially effecting patient safety. Therefore, there was loss of insufflation. The delay for the case was longer than 10 minutes.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.